Event description:
The suspect device was used to check a patient's blood glucose. A result of 424 mg/dl was obtained. A lab was run and the lab result was 202 mg/dl. Controls were in range. No treatment provided the patient. The site refused device replacement.